Event description:
Customer reported via phone call that the territory manager was trying to change the settings on the insulin pump and the buttons were very hard to press. Customer does not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Diabetes mellitus

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The insulin pump was received with minor scratches on lcd window.